Event description:
This sponsored solicited case from (B)(6) was received on (B)(6) 2016 from a patient's orthopedic and traumatology's surgeon. Study title: patient journey oa-synvisc this case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after unknown latency experienced oppressive pain and inflammation at the site of application and patient showed no improvement (device ineffective). Patient's medical history included osteoarthritis in unspecified knee in previous treatment with several unspecified drugs. No concomitant medications and concurrent conditions were reported. On an unknown date in 2015, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date not provided) into an unspecified knee for osteoarthritic knee. It was reported that the patient showed no improvement of symptoms (device ineffective) after unknown latency. On unspecified dates in 2015, after unknown latencies, the patient had moderate oppressive pain and inflammation at the site of application, therefore the physician indicated an unspecified surgery as corrective measure. It was unknown whether the patient was hospitalized or the duration of patient's hospitalization. On an unspecified date in 2015, the patient recovered from all the adverse events. The physician did not provide further information. Corrective treatment: surgery for oppressive pain and inflammation at the site of application outcome: recovered for oppressive pain and inflammation at the site of application a pharmaceutical technical complaint (ptc) was initiated with global ptc number:44586 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Reporter's causality: not reported for all events company causality: associated for oppressive pain and inflammation at the site of application and not associated for patient showed no improvement seriousness criteria: required intervention for oppressive pain and inflammation at the site of application additional information was received on 16-sep-2016. Global ptc number and results were added. Text was amended accordingly.

Event description:
This sponsored solicited case from (B)(6) was received on 12-sep-2016 from a patient's orthopedic and traumatology's surgeon. Study title: patient journey oa-synvisc this case concerns a (B)(6) male patient who received treatment with synvisc one injection and later after unknown latency experienced oppressive pain and inflammation at the site of application and patient showed no improvement (device ineffective). Patient's medical history included osteoarthritis in unspecified knee in previous treatment with several unspecified drugs. No concomitant medications and concurrent conditions were reported. On an unknown date in 2015, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date not provided) into an unspecified knee for osteoarthritic knee. It was reported that the patient showed no improvement of symptoms (device ineffective) after unknown latency. On unspecified dates in 2015, after unknown latencies, the patient had moderate oppressive pain and inflammation at the site of application, therefore the physician indicated an unspecified surgery as corrective measure. It was unknown whether the patient was hospitalized or the duration of patient's hospitalization. On an unspecified date in 2015, the patient recovered from all the adverse events. The physician did not provide further information. Corrective treatment: surgery for oppressive pain and inflammation at the site of application. Outcome: recovered for oppressive pain and inflammation at the site of application. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: not reported for all events. Company causality: associated for oppressive pain and inflammation at the site of application and not associated for patient showed no improvement. Seriousness criteria: required intervention for oppressive pain and inflammation at the site of application.